Event description:
It was reported that a physician in an online survey stated that the device was not successful in ability to pace because "a simulation was not intended" in relation to balloon / right-heart curve temporary pacing electrode (no specific product indicated).

Manufacturer narrative:
The reported event is inconclusive because no sample was returned for evaluation. A potential root cause for this event would be, "broken wires, non-stripped wires, loose crimp". The device history record review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that a physician in an online survey stated that the device was not successful in ability to pace because "a simulation was not intended" in relation to balloon / right-heart curve temporary pacing electrode (no specific product indicated).